Manufacturer narrative:
Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer extend instrument energy delivery was intermittent. While there was no report of any patient, harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the vessel sealer extend instrument stopped working. The customer confirmed that the energy cable was in place. A backup instrument was used and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: the vessel sealer extend instrument energy was intermittent and no error messages were noted. The surgeon believed it was likely related to patient tissue.